Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. The field service engineer (fse) inspected the device and found that the application would not open, with the system also experiencing issues in loading windows. With the customer permission and considering an upcoming upgrade, the fse installed es pas 1.11, performed aria configuration, and completed device synchronization. The fse verified remote support functionality and configured the system for auto-launch, restoring normal operation. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.